Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had several air bubbles. The customer's blood glucose value was unknown. Customer reported that customer just changed the set and site and the insulin won¿t stop dripping and there were several air bubbles on the reservoir of unknown size. The reservoir and infusion set won¿t be returned for analysis.